Manufacturer narrative:
Approximate age of device- 2 years, 11 months. Manufacturer's investigation conclusion: the reported pump stops and hazard alarms were confirmed through the review of the log file that was submitted by the account. Based on past experience with the hmii lvas and similar reported events, the low speed events and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, a direct correlation between heartmate ii lvas, and these findings could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU also addresses all system controller alarms (including pump off alarms) and how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was experiencing multiple pump stops. The manufacturer's technical service reviewed the log file and confirmed multiple pump stops on (B)(6) 2018 and (B)(6) 2019 while connected to a power module. This is indicative to be caused by driveline having a short to shield issue. X-ray was performed and was unremarkable. The clinician team stated that the patient will not undergo driveline repair and will be given ungrounded patient cable.